Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented through merlin.net transmission with an alert for high, greater than upper limit, hv lead impedance. Sjm technical services discussed that there could be some encapsulation around the can. Physician decided to plan for lead revision. No further information was available.

Manufacturer narrative:
(B)(4)

Event description:
New information received notes that oversensing was noted and the lead was capped and replaced on (B)(6) 2016.